Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient experienced an unexpected outcome. Additional information was provided by the surgeon, who reported that the lens placed did not match the expected outcome. The iol was exchanged and that the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the lens was returned in a screw top container. Blood and solution are dried on the lens. One haptic is broken-gusset area adhered to the optic. The optic is cut from the edge to the center. Power and resolution testing could not be conducted due to the optic damage. The iol product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).